Event description:
It was reported that a patient presented for a routine device interrogation. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have over-sensing of myopotentials. Corrective programming changes were made. The patient was stable throughout.